Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the caregiver (cg) that air had entered setup. The tsr had the cg recycle the power to the hc. A system error 2367 alarmed. The tsr had the cg close the clamps and the transfer set. The cg recycled the power again. The tsr advised the cg to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The lot number was unknown. The set was visually inspected with no issues noted. A clamp function test was performed with no issues noted. The set was run on a homechoice with no issues noted. The set was tested underwater at 8 psi with no leak noted. A clear passage test was performed with no blockages noted.